Event description:
It was reported that imaging performed prior to filter retrieval demonstrated a detached filter leg. The filter and the detached leg were successfully removed from the pt. No reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.